Event description:
It was reported that the patient presented to the emergency room with a high svc coil impedance alert. A few days later both the svc coil and hvb coil impedances were noted to be high when the svc coil was programmed off while in office. The tip to coil impedance was noted to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the high impedance was due to a loose set screw. Intervention was performed. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2010; 5071-53 lead, implanted: (B)(6) 2008; 5071-53 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).